Event description:
Per the clinic, the patient experienced a skin breakdown and necrosis which resulted in an extrusion of the implant body (specific date not reported) . Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to infection at implant site. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery on (B)(6) 2022, to close the wound.